Event description:
Litigation papers allege the patient suffers from pain, difficulty walking and elevated metal ion levels. Update rec'd 1/28/15- plaintiff¿s preliminary disclosure form was received, which identified doi, dor, and part/lot information. The sleeve and stem are now being added for elevated metal ion levels. The complaint was updated on: 2/18/15.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.